Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed the s7 would not recognize when the mobile view station (mvs) ethernet cord was plugged in to the system. They rebooted both systems imaging and navigation. They also went in the admin in the mvs to check the ip addresses and in the navigation to make sure they matched and was able to regain communication between the navigation and the imaging system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navigation system and the imaging system were not connecting before the case. After opening up the navigation system, it was found that the ethernet port on the computer had no lights, indicating no recognition of the network cable plugged in. Both imaging and navigation were aborted causing less than an hour delay. No impact on patient outcome.